Event description:
It was reported that this implantable pacemaker was explanted due to entering safety mode resulting in patient having multiple syncopal episodes with oversensing and long pauses in pacing. Patient had multiple falls due to the syncopal events. During one fall, patient hit head on the bathtub requiring a computed tomography (CT) scan. CT scan showed subarachnoid hemorrhage in right temporal and parietal lobes. A surgical intervention for the head injury is not needed at this time. A new pacemaker was successfully implanted, and no additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it had undergone resets and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption (during telemetry or other higher power device operations) and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that this implantable pacemaker was explanted due to entering safety mode resulting in patient having multiple syncopal episodes with oversensing and long pauses in pacing. Patient had multiple falls due to the syncopal events. During one fall, patient hit head on the bathtub requiring a computed tomography (CT) scan. CT scan showed subarachnoid hemorrhage in right temporal and parietal lobes. A surgical intervention for the head injury is not needed at this time. A new pacemaker was successfully implanted, and no additional adverse patient effects were reported.